Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient just got an unrelated epidural and since then had been completely incontinent. Caller reported they had not yet checked their device with the patient programmer or changed settings since this happened. The patient programmer was not available for troubleshooting on the call. Caller reported they would call back when they were with patient to troubleshoot with the patient programmer. No further complications were reported or anticipated.